Manufacturer narrative:
Pump received with normal operating currents and passed the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Several bolus were programmed and delivered. Units left at pump display matched properly the units left at test reservoir. No bolus delivery anomaly noted. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call of low blood glucose of 35mg/dl. Troubleshooting found that the pump was operating as designed. The customer was advised to call back if further assistance is needed and to follow up with their doctor regarding the low blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.